Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs. Conclusion: unintentional obstruction of collateral vessel, hypogastric.

Event description:
In 2004, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. On eleven days later, the pt was diagnosed with left buttock claudication. Pt images taken on the same day revealed that the distal end of a gore excluder aaa endoprosthesis trunk-ipsilateral leg component had partially covered the ostium of the left internal iliac artery. It was reported that the partial covering was un-intentional and that the pt's left buttock claudication has resolved.